Manufacturer narrative:
H6: code a27 applied to capture "axis dermis not found (either disintegrated or incorporated into anterior vaginal wall), no evidence of digitex sutures attachment to sacrospinous ligaments and/or sacrospinous/coccygeal complex." Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that on the following dates, the patient was experiencing or had experienced the symptoms below: (B)(6) 2016: complains of pain when sitting and especially when having a bowel movement. Patient constipated and had to digitally remove stool a few times per week. On physical exam severe pain noted with palpitation of the lateral aspect of the apex r>l and at apex. (B)(6) 2016: examination under anesthesia with anterior/posterior dissection and vigorous inspection of sacrospinous ligaments and prior axis dermis/coloplast and digitex suture/coloplast placements, application of floseal to coccygeal muscle area, cystoscopy. Intraoperative findings: axis dermis/coloplast not found (either disintegrated or incorporated into anterior vaginal wall), no evidence of digitex sutures/coloplast attachment to sacrospinous ligaments and/or sacrospinous/coccygeal complex (also confirmed by two other physicians intraoperatively). (B)(6) 2016: dysuria, urinary tract infection. (B)(6) 2016: right side of pelvis is numb and burns constantly. Right ischial tuberosity feels exposed and irritated, along the right gluteal cleft she feels like she has a pulled muscle. Cannot sit longer than 3 minutes without causing entire perineal area to feel as if it¿s on fire. Reports she is very sensitive along perineum and is unable to wear pants and cannot stand any pressure within that region. Pain much worse when sitting on toilet with top of vagina to anus burning and with pulling type of pain. She is unable to push through to pass a bowel movement and has to digitally evacuate or use laxatives. (B)(6) 2016: pudendal neuralgia, piriformis syndrome vs lumbar radiculopathy. (B)(6) 2016: piriformis muscle injection. (B)(6) 2016: right perineal and vulvar burning pain (right pudendal neuralgia) right pudendal nerve block. (B)(6) 2016: constant pain, cannot sit down. She either has to stand or lay down. Persistent burning pain in her perineum. Discharged from physical therapy due to pain not responding to therapy. (B)(6) 2016: right si joint dysfunction/pain, right perineal and vulvar burning pain, pudendal neuralgia. Right pudendal nerve block, right sacroiliac joint injection. (B)(6) 2016 - (B)(6) 2017: continued pain. Cannot site for more than 15-20 minutes. Pudendal neuralgia. Piriformis syndrome vs lumbar radiculopathy vs si joint dysfunction. (B)(6) 2017: right sciatic notch injection. (B)(6) 2017: dyspareunia, muscle spasms, pelvic pain, pelvic floor dysfunction, pudendal (B)(6) 2017: s3 nerve entrapment pyriformis muscles irritation, pudendal nerve pain at perineum - specific for s3. Patient only received 12 hours of complete relief after pudendal nerve block. (B)(6) 2018 - (B)(6) 2018: still having perineal pain. Difficulty working because she can't work for extended periods of time because she cannot sit for extended periods of time. She is depressed secondary to her acute life changes. (B)(6) 2018: urodynamic showed significant hypersensitivity with urgency starting about 170 ml. Non-neurogenic sacral radiculopathy, pudendal neuralgia. (B)(6) 2018: examination under anesthesia, release of fibrotic scar tissue entrapped sciatic nerve down to great sciatic foramen and superior gluteal nerve, complete release of scar tissue entrapped right pudendal nerve down to alcock¿s canal, transection of sacrospinous ligament, lysis of pelvic adhesions ¿ general anesthesia ¿ ebl not documented. Intraoperative findings: massive scar tissue with strong fibrotic tissue entrapment of sciatic/gluteal/right pudendal nerve, pelvic cavity adhesions. (B)(6) 2018 - (B)(6) 2018: pain has improved but she is now having pain in the right leg and shin. She is having trouble adducting her right leg. Unable to move her foot back and forth on the brake and gas pedal. Difficulty controlling her bm. States if she has the urge to go, she can't prevent it from happening. Trying to walk. (B)(6) 2019: urinary tract infection (+) group b strep. (B)(6) 2019: walking with a cane mostly for balance. Can't walk for very long without pain. She thinks her rectum has fallen into the vaginal vault. Still has some urinary leakage. Nocturia has improved. Muscle spasms. (B)(6) 2019: initial physical therapy - burning sensation, severe pain on right butt check. Difficulty with sitting on any surface especially a hard surface. Pain is increased with sitting and walking. Wakes up 3-4 times a night due to pain. (B)(6) 2019: urinary tract infection. (B)(6) 2019: continued/worsening low back/sacral pain that radiates down right leg/toe, unable to work, ambulating with cane, tearful due to pain. Right piriformis spasm with rotated sacrum. (B)(6) 2019: persistent/chronic low back/pelvic/buttock pain since (B)(6) 2016, feels like she has a bone sticking her when she sits on the toilet and like a knife stabbing in center of right buttock, right leg feels weak/unsteady, feels weakness with pain from right buttock down to right foot, pain worsens with prolong sitting/intercourse. Somatic dysfunction of lumbar/thoracic/sacral spine, somatic dysfunction of pelvis/abdomen/rib/lower extremity, myalgia, low back/buttock pain. (B)(6) 2019: discharged from physical therapy to home exercise program (completed 21 visits). (B)(6) 2019 - (B)(6) 2019: no improvement with osteomanipulative treatments, continued low back pain with radiation to legs, difficulty with tolerating work and leaves early, ambulating with cane (completed 4 visits). (B)(6) 2019: treatments have helped with mechanic problems but still having issues with right hip. Cannot stand or walk on concrete for long period of time. Continues to have burning in the perineum. (B)(6) 2020 - (B)(6) 2020: still having pain and paresthesia from previously documented surgery. Working from home due to extreme pain in her buttocks after sitting for long periods of time. Feeling depressed due to weight gain and inability to stay active.

Manufacturer narrative:
Additional information received on 0827/2020 reported that the patient experienced pain, hematoma, difficulty voiding, trigger point injections for pudendal nerve entrapment, urinary retention, urine culture + for e. Coli, piriformis syndrome, dysuria, uti, piriformis muscle injection, right sciatic notch injection, dyspareunia, scar tissue, urge incontinence, and uti + for group b strep. Additional information received 06/20/2021 reported that the patient was still having pain and paresthesia from previously documented surgery and has been working from home due to extreme pain in her buttocks after sitting for long periods of time. Feeling depressed due to weight gain and inability to stay active.

Event description:
This report is a follow-up to MFR#: 2125050-2018-00392.